Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the batteries for the imaging system were no longer holding a charge. The batteries were then replaced by the representative. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have been received by the manufacturer for evaluation. Testing confirmed the reported issue in that the batteries had a low voltage and could not hold a charge.

Event description:
A medtronic representative reported that, while outside of a procedure, the battery indicator light on the imaging system was red for ten minutes. The representative reported that the unit had charged overnight. There was no patient present when this issue was identified. No additional information was provided.